Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator exhibited a diagnostics anomaly. No medical intervention was performed. No patient symptoms were reported and the patient would continue to be monitored closely.